Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that (B)(6) 2026, while in automated mode, the pod continuously delivered insulin beyond what was programmed and also subsequent to being deactivated. The omnipod phone app was in use. The patient's blood glucose levels declined to 32 mg/dl, with the dexcom g7 sensor showing "low". The patient applied a new pod on 13may2026 which functioned properly. Medical attention was not required.